Event description:
A peritoneal dialysis (pd) pt reported being diagnosed with peritonitis. The pt was found to not properly adhere to aseptic technique and was diagnosed on (B)(6) 2014. The pt was treated with vancomycin and has been able to resume cycler-depended pd treatment with no further issue. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.